Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. Upon review, the implantable cardioverter defibrillator exhibited a non-sustained oversensing episode due to post-paced t-wave oversensing. It was noted that the patient did not receive therapy during the oversensing. The device was reprogrammed.